Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddles are defective. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint regarding the philips heartstart mrx defibrillator, indicating the need to replace the plates under the contract. There was reportedly no patient involvement. The device was evaluated remotely by the philips remote service engineer, and the plates with deteriorated plastic were identified. The replacement of the plates was necessary due to the deteriorated plastic, and the defective paddle was fixed, ensuring that the device is functioning properly. The device remains at the customer's site. No further action is warranted at this time. H3 other text: remote support provide.